Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue crack with leak for some reason, a sedation medication was no longer being infused into the patient. The cause is said to be a crack in the 3-way valve. This is said to have caused the patient to wake up from the anesthesia during the operation.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 3 unused physical samples submitted for evaluation. The reported issue of component damage ¿ leak was not confirmed upon inspection of the samples. Analysis of the sample showed that upon visual inspection, no defect was found. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction of e code from insufficient information to e014301 increased level of consciousness.